Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation under the electrodes and therapy electrodes. The area was initially reported as red but no open skin. Follow up indicated that the area on the back may be coming infected and may start weeping. The area was red and raw with blisters because the patient lays on it all the time. There was no alleged device malfunction contributing to the irritation. Patient was suggested to use gauze and vaseline by a physician. Follow up indicated that the irritation was improving.